Event description:
It was reported that, "no patient or surgery involved. This occurred in warehouse during a saw bones demonstration. Warped distal tip blocks drill shaft."

Manufacturer narrative:
Additional information has been requested. Once the investigation has been completed any additional information will be reported in a supplemental report.